Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 526 mg/dl. Customer experienced diabetic ketoacidosis and treated their high blood glucose levels via insulin drip. Customer¿s current blood glucose level was 193 mg/dl. Customer was admitted to the hospital on (B)(6) 2018 at 12:25 pm due to high blood glucose levels. Troubleshooting for high blood glucose was performed. Customer advised the infusion set cannula was bent which may have resulted in high blood glucose levels. Customer was advised replacement infusion sets would be sent out. The insulin pump will not be returned for analysis.